Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the patient's system was explanted due to a (B)(6) infection. Factors related to this are unknown. Device was explanted and replaced after a ¿few months¿.  The customer would not provide the explant date. The issue was resolved.